Event description:
Reporter alleged finding family member "passed out" around 12:00 pm after taking normal medication and food. Reporter stated at 7:00 am, the day of the alleged incident, family member's glucose monitoring device result = 267 mg/dl. Reporter stated testing family member when they were unresponsive and glucose result = 53 mg/dl. Reporter stated calling 911 and emergency medical technician (emt) arrived. Reporter alleged emt glucose device = "lo" and they administered a glucose IV. Reporter stated emt's did not transport family member to the hospital. Reporter alleged the family member too normal medication and food the day of the alleged incident. Reporter stated the family member was pregnant. Reporter stated no controls were used on the glucose monitoring system. A request was made for the return of the suspect device and replacement product was sent.